Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit at the proximal tip broke during surgery. A substitute drill bit was used. No patient harm reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported a broken proximal connection shaft. The drill bit was analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The broken surface is homogenous what indicates material conformity to the specification as well. Based on these findings we conclude that the cause of the breakage is not due to any manufacturing non-conformances. The investigation of the complained drill bit shows that the instrument broke off proximal connection shaft. Additionally edges of the distal tip are blunt and showing marks of intensive use. Referencing the reported event for this complaint we can confirm that mechanical overload has been directed to the breakage. Please note; blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.